Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit. Events log recorded xdcr fault (transducer fault) occurred. Performed xdcr (transducer) tests, all pass. Performed xdcr cals (transducer calibration), exhl press xdcr cal (exhalation pressure transducer calibration) failed at 60 cmh2o.

Event description:
It was reported to vyaire medical that the vela ventilator while running on a patient low pip (positive inspiratory pressure), low ve (ventilation) and high rate alarms triggered. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.